Event description:
Please reference user facility medwatch.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any bleeding that occurred when clip appliers "scissored the tissue?" If so, please quantify amount of bleeding. Were any blood products given? Was there any change to procedure or post-op patient care? Did device jaws scissor or did clip scissor on tissue? How was tissue repaired? How was case completed? Was there any patient consequence? Was cholangiogram done on procedure?